Event description:
It was reported that an error message occurred approximately ten minutes after the programmer was powered on. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis found the device had a long boot up, then an error message occurred. The software was reloaded, which resolved the issue.